Manufacturer narrative:
Failure analysis noted that the pump had scratched lcd window and bleeding lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 212 mg/dl. The customer stated that part of the bottom of the screen was not there. He ran the self-test and the top of the numbers showed up. The pump was not dropped or bumped. The customer stated that there was a gouge in the screen. Troubleshooting was not able to resolve the issue. The device was returned for analysis.